Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there were false negative results. There was no report of adverse impact to patients.

Manufacturer narrative:
Catalog # 445870, s/n (B)(6): it was reported that the instrument does not perform the readings correctly with results that are inconsistent and determined to be false negatives. An fse was dispatched to the site and after trouble shooting determined the drawer a smm required replacement. After this service it was stated that the instrument was detecting the samples correctly. The instrument was returned to use. The case was closed. The root cause cannot be determined. Since the replacement of the smm corrected the reported issue, this complaint is confirmed. Due to the lack of an actionable trend on this failure mode, no corrective action is being taken at this time. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with smm related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there were false negative results. There was no report of adverse impact to patients.

Manufacturer narrative:
E1. Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.